Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the customer went swimming with his pump. The customer¿s blood glucose was unknown. The caller said that after the customer finished swimming, there was a crack in the pump¿s casing and water got inside of the pump. The pump does not turn on. They tried to dry the pump out but it still would not turn on. The insulin pump is returning for analysis.